Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: general information: complaint: (B)(4). Information to the sample: model: perfusor space; article number: 8713030; serial number/batch: (B)(6). Software version: n030005. Hours of operation: 49 hours. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. The history files of (B)(6) 2023 (specified date of the incident) were investigated. At (B)(6) 2023 06:53 am a bd plastipak 50 ml syringe was inserted. The syringe was drawn to 3,56 ml (drive step position: 26083). In the same minute the line was purged. The vtbi was set to 10 ml and the time to 30 hh:mm. Then infusion was started at 06:54 a.m. With a rate of 20 ml/h. At 06:57 the hint "syringe near empty" was displayed. On minute later the infusion was stopped by the customer. Up to that time the pump has delivered 1,33 ml (act volume infused). Then the syringe was taken out. Furthermore, no anomalies could be detected in the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device is in a clean state and no visible damaged parts are to locate. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A bd plastipak 50 ml syringe was inserted, the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of (B)(4). Accuracy of set delivery rate should be (B)(4) according to iec/en 60601-2-24. 3.5 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No flowrate deviation could be reproduced. The customer has drawn the syringe to 3,56 ml but set a vtbi of 10 ml. The customer purged the line and started the infusion. Then 1,33 ml were infused until the "syringe near empty" hint was displayed. The pump worked correctly; the customer set a to high vtbi for the drawn syringe. This report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "overinfusion".